Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The log files have been received for investigation. The customer stated that for now, they are running each plasma sample on both instruments and all samples are matching. The root cause of this event is unknown.

Event description:
The customer reported a false positive troponin result run on two stratus cs analyzers. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has reviewed the provided data and concluded: the instrument data shows that both stratus cs sn (B)(4) and sn (B)(4) were performing as intended. The pipette aspiration profile of the false positive run looks identical to the pipette pressure profile from the repeat runs which returned negative results. The pressure tests that are done prior to each aspiration are also within their specifications. Based on the available data, the root cause for the false positive result cannot be determined.

Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.